Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "guidewire breakage". No other information was provided. Additional information received: it was reported by the customer there was no impact on the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed and was determined to be use related. The product returned for evaluation was a tls stylet with a t-lock assembly. The distal end of the stylet was bent and deformed. Microscopic inspection of the distal end of the stylet confirmed the deformation. The polyimide coating was indented between the magnets. Inspection of a more severe kink revealed the magnets were separated and the coating was pinched between the magnets. The deformation was likely due to excessive withdrawal force and/or manipulation of the stylet within the catheter prior to flushing. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "guidewire breakage". No other information was provided. Additional information received: it was reported by the customer there was no impact on the patient.